Manufacturer narrative:
Method - device not returned; followed up with sales rep.

Event description:
It was reported that a patient developed a vascular aneurysm where the introducer needle was placed after a functional anaesthetic discography (fad) procedure. The patient had to return for treatments to address the condition. Another procedure was performed to take care of the patient; unknown what exactly. There was no product left in the patient and no permanent damage reported. The physician believes the adverse event is procedure related, but unknown if related to medtronic product use. No further information was reported.